Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interference was noticed on the patient's first interrogation. The nurse called the patient and confirmed that the patient was using a tile saw during the time of the interference. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.